Event description:
Customer reported that the unit will not power off. The on/off switch is not stuck and you can move it freely back and forth. No other physical damage was reported by the customer. The customer did not provide a date this was discovered and no patient incident or injury was reported.

Manufacturer narrative:
Evaluation of the returned unit confirmed the reported issue that the unit will not power off. The battery door is missing and a flat battery contact is corroded from battery leakage. The unit powers up when using an external power supply of a 9v adapter but remains on even when the power switch is moved to the "off" position. The unit does not power up when using new batteries. Note: instructions for use state: always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack. Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Batteries can explode or leak and cause damage to the alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. (B)(4).